Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a thr, when opening the package of a oxinium fem hd 12/14 36 mm l/+8, it was found the inner pouch had been broken and deformed. The piece had been attached to the lid. The procedure was resumed, after a 90-minute delay, using a different surgical technique. No further complications were reported.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed that the returned device found that it is in its original packaging with the first inner tray opened. The inner tray in intact with no damage to the plastic and evidence of a complete seal. The interior tray is sealed with biological debris on the pull tab of the seal. The plastic of the inner tray is fractured, consistent with an impact. A review by the quality engineering team revealed that, this issue likely occurred during the transit process after the part had left the oxinium facility. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the packaging sequence , after the component is placed in the inner tray, the inner tray lid should be snapped securely and sealed into the inner tray. Then the inner tray should be placed in the outer tray and the outer tray lid should be sealed to the outer tray without any damaged. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include damage during shipping or mishandling. Given this analysis, so long as more parts under this batch number are not reported for the same issue, there is no further action needed for this case. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.